Event description:
Customer reportedly received results of 452 mg/dl and 211 mg/dl within 10 minutes on the aviva nano system. No actions taken based on the device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).